Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery out limit alarm and failed battery test on the insulin pump. Customer¿s blood glucose level was 135 mg/dl. Troubleshooting for battery out limit alarm was performed. Customer advised they received failed battery test and battery out limit alarm during normal use. Customer was advised a replacement battery cap would be sent out in order to resolve the issue.